Event description:
It was reported "after the catheter inserted into the patient, the pump alarm indicated high pressure in the balloon, and the angiography showed that the balloon had not inflate completely. Change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The product was not returned for investigation. The customer submitted photos were reviewed. The photos show the original label with the serial number and lot number information; the lot number identified in the photos matches the lot number reported on the complaint report. The photo shows the iabc bifurcate with the serial number label. The photo shows the iab catheter in question within the original packaging carton. The video shows the iabc bladder under fluoroscopy and the bladder was not fully inflating, which is consistent with the reported event. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "balloon had not inflate completely" is confirmed based on the customer provided video with the complaint report. In the video, the iabc bladder was not inflating completely. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder not fully inflating. The probable root cause of the complaint is manufacturing related. If the product is returned at a later date, a full investigation of the sample will be completed. A corrective and preventive action (CAPA) has been initiated to address the issue.

Event description:
It was reported "after the catheter inserted into the patient, the pump alarm indicated high pressure in the balloon, and the angiography showed that the balloon had not inflate completely. Change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 30cc 7.0fr rediguard intra-aortic balloon catheter (iabc) with the original packaging box that matches the se-rial number of the returned sample. The sample was returned in a cardboard box and was loosely packed within the sealed ziploc bag/original packaging carton. Upon return, the supplied teflon sheath was noted on the iabc outer lumen. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the re-turned sample. No blood was noted within the helium pathway. No visual damage or abnormalities were noted to the returned sample. The customer submitted photos were reviewed. The photos show the original label with the serial number and lot number information; the lot number identified in the photos matches the lot number reported on the complaint report. The photo shows the iabc bifur-cate with the serial number label. The photo shows the iab catheter in question within the original packaging carton. The video shows the iabc bladder under fluoroscopy and the bladder was not fully inflating, which is consistent with the reported event. The bladder thickness was measured at six points with measurements ranging from 0.0062in-0.0068in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was connected to an iabp with a lab inventory 30cc inflation driveline tubing. The iabc was inserted into the "t" tube and 75mmhg backpressure was applied. The iabc was pumped for a minimum of 15 minutes. There were no alarms triggered. The bladder inflated and deflated complete-ly with each beat. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was not-ed; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was con ducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "balloon had not inflate completely" is confirmed based on the customer provided video with the complaint report. In the video, the iabc bladder was not inflating completely; however, during the investigation, the iabc fully inflated, and no leaks/alarms were noted. The re-turned device passed visual and functional test specifications. Based on a review of the device his-tory record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "after the catheter inserted into the patient, the pump alarm indicated high pressure in the balloon, and the angiography showed that the balloon had not inflate completely. Change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".